Event description:
Reportedly, the instrument did not place properly formed staples on the renal vein and bleeding resulted. Therefore, the procedure was converted to an open procedure to complete the anastomosis and the case. Procedure: laparoscopic kidney procedure.